Event description:
Boston scientific received information that post implant procedure, r-waves decreased and some undersensing was noted. Impedance measurements were also decreased. Sensing was reduced, however, r-waves and impedances remained the same. A chest x-ray or echogram was recommended to further evaluate the lead. It was determined that the lead had micro-dislodged so the physician repositioned the lead. No adverse pt effects were reported other than chest discomfort and the additional procedure. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.